Manufacturer narrative:
Other, other text: device evaluation: the pump was returned to manufacturing for investigation. All labels were still intact. No physical damaged was found on the device. The event log confirmed there was a record of the high-pressure alarm occurred continuously during operate, from february 5 and 6 2023. Function test was completed it could not confirm the reported issue. The occlusion detection level of the dso sensor was within the standard. As a preventative measure the downstream occlusion sensor was replaced. Product is beyond 4 years from manufacture date of 2018-12 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a high pressure" alarm went off. No patient injury.